Event description:
Pertrach tracheotomy cannula fractured during insertion. Two pertrachs were used (both were lot 5565). The first device fractured and the second would not advance. The pt received a cricothyroidotomy using a standard et tube. The cannula was recovered and seemed excessively brittle compared to other pertrachs. A similar lot number was tested and the same fracture occurred when only slight pressure was applied.